Event description:
In 2009, the patient reported experiencing elevated blood glucose of 200-500 mg/dl since about six weeks. She stated that she boluses through her infusion device to lower her blood glucose. She notices that when she changes the insulin cartridge the piston rod gets stuck and makes a noise and does not run smoothly. She stated this occurs 3-4 times during each insulin cartridge change and an error message will be displayed but she does not recall the error. She stated that if she touches the piston rod with her finger it will work properly. She stated that no insulin has been spilled in the cartridge compartment of the infusion device. She stated that she switched to her backup infusion device 1 week ago and her blood glucose returned to normal. To troubleshoot, the patient inserted a battery into the primary infusion device and she was able to prime and bolus without error. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.